Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, receiver audio issues was reported. The receiver was received for evaluation. An external visual inspection was performed and no defects were found. A charging and boot up test was performed and passed. Review of the log data was performed and passed. A functional test was performed and passed. A speaker try it test was performed and passed. An internal inspection did not show any defects. Speaker resistance was measured and was found to be within specification. The probable cause could not be determined. No additional patient or event information is available.